Event description:
End user allegedly had a meter that was reading very high. User tested with new bottle of strips and it still got very high readings. Customer service sent out replacement. End user is insulin dependent.